Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), uterine perforation ('migration/perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The patient's concurrent conditions included low back pain, neck injury, back injury, menstrual cramps, amenorrhea, postoperative pain, abdominal pain, flank pain, lower abdominal tenderness and perineal pain. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen, medroxyprogesterone acetate (depoprovera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of bilateral essure device and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2018: bilateral tubes & essure bilateral salpingectomy: two complete fallopian tubes and fimbriated ends with no significant pathologic findings two essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, right essure was noted to be perforated through the posterior wall of the uterus near the cornual area lot number: c91747, manufacture date: 2014-07, expiration date: 2017-07. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain (pain/pelvic pain), uterine perforation (migration/perforation) and genital haemorrhage (bleeding) in an adult female patient who had essure (batch no. C91747) inserted for female sterilisation. The patient's concurrent conditions included low back pain, neck injury, back injury, menstrual cramps, amenorrhea, postoperative pain, abdominal pain, flank pain, lower abdominal tenderness and perineal pain. Concomitant products included hydromorphone hydrochloride (dilaudid), ibuprofen, medroxyprogesterone acetate (depoprovera) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic removal of bilateral essure device and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine perforation and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2018: bilateral tubes & essure bilateral salpingectomy: two complete fallopian tubes and fimbriated ends with no significant pathologic findings two essure coils identified. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, right essure was noted to be perforated through the posterior wall of the uterus near the cornual area. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.